Manufacturer narrative:
Additional narrative: there was no patient involvement. Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: 27february2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: driving cap (part 03.010.523, lot 8718704, manufacture date: february 2014) was received. The returned device shows limited use during its lifespan. The distal threaded portion of the driving cap has sheared off, and the tip is stuck in the returned aiming arm. Overall, the aiming arm is in good condition with no other observable damage. The damage to the driving caps is most likely the result of off-axis hammering on the device before fully seating the driving cap on the aiming arm or from cross threading the device. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The relevant drawing for the device(s) were reviewed. No drawing issues or discrepancies were noted. The designs are adequate for their intended use and did not contribute to this complaint condition. The instrument(s) are used during femoral and adolescent tibial nail implantations and proper use and maintenance are addressed in technique. The returned devices are multi use and are used for implanted nails. The complaint condition was most likely caused by the method of use rather than the design of the instrument. Although the exact cause cannot be determined, the damage to the driving caps is most likely the result of off-axis hammering on the device before fully seating the driving cap on the aiming arm or from cross threading the device. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a driving cap cross threaded into an insertion handle and stripped or broke as instruments were being assembled on the back table before a procedure on (B)(6) 2015. The distal threaded portion of the driving cap sheared off, and the tip stuck in the aiming arm. Another set was available for use. This event occurred before the patient or surgeon had entered the room. This is report 1 of 1 for (B)(4).